Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl and loss of consciousness due to adjusting the pump settings themselves. Reportedly, customer was involved in a car accident and received a minor injury to their neck as a result of the low bg. Customer consumed carbohydrates to address bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.